Event description:
Per the clinic, the patient developed erythema, skin irritation and tissue breakdown at the magnet site (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). Correction: the previous or initial MDR submitted on february 21, 2025, was filed inadvertently. No skin breakdown has occurred.